Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted, replaced, and returned for analysis due to safety mode. No additional adverse patient effects were reported.